Manufacturer narrative:
Knife misassembled. Eval summary: the analysis results found that one device was returned with the clamping mechanism damaged and with the anvil in the closed position. A reload was rec'd inside the device and was damaged on the deck as if the device was clamped over a hard object. Upon further inspection of the reload, the one-piece sled was found damaged. The returned device was disassembled to verify the condition of the internal components and the knife was disengaged from the channel. While no conclusion could be reached as to how the knife got disengaged from the channel, it should be noted that a 100% inspection takes place during mfg to ensure the device meets the required specs prior to shipments. In addition, a sample of the batch is inspected at fgqa. We have documented the circumstances as they were reported to us. In addition, the appropriate engineering personnel have been notified of this incident. An investigation has been initiated to determine the cause of this issue. A batch record review was performed and no anomalies were found during the mfg process.